Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the returned photos showed jaws of the reload were noted to be open and there was a notable gap at the joint between the adapter and reload. Damage to the reload adapter was noted. Evaluation of the returned product noted the firing rod was noted to be out of home position. The body of the adapter was removed and the articulation mechanism was observed to be out of home position. The reload could not be removed from the handle by pressing the reload unload button back toward the power handle then twisting and removing the reload from the adapter. The adapter was able to close the jaws of the unit without any issues. It was reported that the jaws did not close. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device was difficult to unload. The reported issue was confirmed. The product anal ysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: there was universal asynchronous receiver-transmitter (uart) communications error. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up-control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open lobectomy procedure, after the device was inserted into the thorax, the reload was angled. There was a noise, and the reload could not be closed at all. The device could be straightened and removed from the thorax. The reload was not used on lung tissue. Additionally, the reload cannot be removed from the adapter. To resolve the issue, a new adapter and reload were used. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egia45amt egia 45 artic med thick sulu (lot#: p3c0590); sigphandle, sig power sigphandle handle (serial#: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.